Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the site was leaking. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 700 mg/dl at the time of hospitalization. The customer stated that they were throwing up. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they changed the site and it worked just fine. The insulin pump will not be returned for analysis.